Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: was called by clinical specialist today about a c1 that went into ambient on patient the c1 was removed and replaced with another ventilator. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The pressure paw test is usually performed before patient use and is a required process to establish the accuracy of the pressure measurement system. This test ensures that the ventilator can accurately detect airway pressure and does not immediately indicate that the ventilator is unsafe. It is a diagnostic check to confirm that the pressure sensing components are functioning as expected. Devices always need to undergo self-test and system checks before usage. If the pressure paw test failure is ignored, the device would continuously alarm when used. If the test is not performed at all (which is against instruction in IFU), there is a potential that the pressure values shown are not fully accurate. In conclusion, a failed pressure paw test should not be viewed as a malfunction or a critical failure, but as part of the pre-emptive safety and maintenance measure. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. Therefore, a failed pressure paw test is not considered a reportable event. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023. Follow-up 2 - correction: the entry fields b4, g6 have been updated and h11 is corrected. The unit shut down during ventilation and the patient was moved to another device. Nevertheless, the event did not cause or contribute to a death or serious injury. The root cause of the event was the batteries totally discharged and is consequently a user error, attributed to the lack of necessary user actions. Although the root cause of the event was identified as use error, the incident remains reportable as a potential deterioration in patient's health condition (which did not happen) could not be fully excluded. Therefore, the issue is considered as a reportable event. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: was called by clinical specialist today about a c1 that went into ambient on patient the c1 was removed and replaced with another ventilator. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The pressure paw test is usually performed before patient use and is a required process to establish the accuracy of the pressure measurement system. This test ensures that the ventilator can accurately detect airway pressure and does not immediately indicate that the ventilator is unsafe. It is a diagnostic check to confirm that the pressure sensing components are functioning as expected. Devices always need to undergo self-test and system checks before usage. If the pressure paw test failure is ignored, the device would continuously alarm when used. If the test is not performed at all (which is against instruction in IFU), there is a potential that the pressure values shown are not fully accurate. In conclusion, a failed pressure paw test should not be viewed as a malfunction or a critical failure, but as part of the pre-emptive safety and maintenance measure. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. Therefore, a failed pressure paw test is not considered a reportable event. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: was called by clinical specialist today about a c1 that went into ambient on patient the c1 was removed and replaced with another ventilator. No patient harm or consequences.